Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 33. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bruxism. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.